Event description:
It was reported that this lead was attempted to be implanted, however, no electrical measurements were collected when the lead was being tested when the lead was connected to the pacing system analyzer (psa) or device. Subsequently a new lead was successfully implanted. The lead is expected to be returned for analysis. No adverse patient effects were reported. This investigation will be updated when further information becomes available.

Event description:
It was reported that this lead was attempted to be implanted, however, no electrical measurements were collected when the lead was being tested when the lead was connected to the pacing system analyzer (psa) or device. Subsequently, the psa cable was replaced, and a new lead was successfully implanted. The lead is expected to be returned for analysis. No adverse patient effects were reported. Subsequently, the lead was returned for analysis.

Manufacturer narrative:
Correction to field h6: device codes

Event description:
It was reported that this lead was attempted to be implanted, however, no electrical measurements were collected when the lead was being tested when the lead was connected to the pacing system analyzer (psa) or device. Subsequently, the psa cable was replaced, and a new lead was successfully implanted. The lead is expected to be returned for analysis. No adverse patient effects were reported. Subsequently, the lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. A visual examination and helix mechanism test found that there was tissue in the helix. Despite this finding, laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.